Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter at 10:00 am was 4.5 inr. The result from the meter "minutes later" was 3.8 inr. A different finger was used for each test. The result from the laboratory at the "same time" was 3.2 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests monthly.

Manufacturer narrative:
Medwatch fields d9 and h3 updated. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The alleged results were verified in the returned meter memory. The investigation noted the time and date were set incorrectly on the meter. The investigation did not identify a product problem. The cause of the event could not be determined.